Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had chipping in reservoir area. The customer¿s blood glucose level was unknown. Customer declined to troubleshoot with technical support. The device will not be returned for analysis.

Manufacturer narrative:
Device pass displacement test. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).